Manufacturer narrative:
Investigation: a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported products were collected in an expired set. The customer declined to provided further information. There was not a transfusion recipient or patient involved at the time, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a disposable complaint history search could not be performed because the lot number was not provided by the customer during the complaint submission and the customer failed to provide the lot number. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The customer history report indicates that within the last 90 days from the incident date, no further related issues have been reported for this customer. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: the operator at the customer site failed to verify the expiry date of the disposable prior to use. A failure to verify expiration dates prior to releasing product from a blocked status within the terumo bct inventory system.

Event description:
The customer reported products were collected in an expired set. The customer declined to provided further information. There was not a transfusion recipient or patient involved at the time, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported products were collected in an expired set. The customer declined to provided further information. There was not a transfusion recipient or patient involved at the time, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.